Manufacturer narrative:
There were no devices retained from the operating room for return analysis. An internal lhr review for the 16f sls ii revealed no non-conformances or issues. The visisheath lot# was unable to be obtained after several unsuccessful attempts.

Event description:
This was a left-sided, cardiac lead removal with intended bi-v upgrade. The procedure was conducted in the cardiac catheter lab with both arterial line placement and fluoroscopy in use. The patient had 3, 17 year old leads located in both the ra and rv. The md prepped the leads with an lld#1 and two lld-ez devices and began lasing with the 16f sls in addition to a large, 43cm visisheath, successfully removing the first lead. For the second lead, he chose the cook dilator sheath - xl, successfully removing this as well. For the remaining lead, the physician returned to the 16f sls/visisheath combination. When advancing the visisheath over the 16f sls at the innominate vein/svc junction, the patient's arterial blood pressure dropped from 120 to 40. The CT surgeon was called, patient transferred to the operating room and an emergent sternotomy performed within 6 minutes of the initial drop in pressure. The surgeon successfully repaired tears to the innominate vein/artery and the svc. The patient was transferred to the ICU for recovery. As of (B)(6) 2011, the patient's recovery was reported as going very well, undergoing re-implantation just a few days later.